Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow-up medsun uf/importer report#(B)(4).

Event description:
Procedure performed: robotic total hysterectomy event description: the complaint was generated from medsun uf/importer report # (B)(4) received on 15may2026 (B)(6) gtk17 was used in the vagina to remove the specimen. When the alexis retractor was removed it was noted it had a small tear in the thin plastic lining. The entire surgical team inspected the alexis and all agreed the bag appeared to not be missing any of the plastic. A search of the vagina and abdomen was performed by all surgical team members, and no plastic parts were observed. The specimen was also searched before being sent to pathology. All team members agree the bag was torn and likely stretched during removal from the vagina. Additional information provided by [name] via email on 19may2026: lot # of the device is unknown. The tear was located on the plastic bag. No picture available. The uterine tissue was being removed with large fibroids. There was no spillage out of the damage on the bag. The device was used vaginally and the specimen was removed vaginally. No instruments were used to place the bag into the patient. Intervention: patient cavity, specimen searched for pieces of plastic. None found. Patient status: no known injury, patient discharged home.